Event description:
It was reported that in the emergency room, while inserting the swg through the introducer needle, the doctor was unable to totally advance the swg through it. As a result, he pulled the swg back out and at that time found the j-tip was bent. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).